Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was louder while priming and take longer time to rewind. Customer's blood glucose value was unknown. Customer stated that insulin pump was reset during battery change and battery life was diminished. Customer stated that insulin pump was received no delivery alarm. The device will not be returned for analysis.